Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the preparation of detaching tissue on a hepatectomy, the surgeon was able to press the green button but could not squeeze the handle. Surgeon used another device of the same brand and model to resolve the issue. No patient injury.